Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2012. According to the complainant, during the procedure, when the physician attempted to pull the peg tube through the stoma site, the insertion wire broke. The physician was able to use a hemostat to advance the tube the rest of the way through the stoma site to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the result of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.